Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), asthenia ("chronic asthenia"), libido decreased ("libido decreased") and arthralgia ("arthralgia"). The patient was treated with surgery (essure was removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, asthenia, libido decreased and arthralgia outcome was unknown. The reporter provided no causality assessment for pelvic pain, asthenia, libido decreased and arthralgia with essure. Diagnostic results: essure had been placed in 2008 with control ok. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed approximately 8 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
On 17-feb-2017: quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. On 10-mar-2017: no further information was obtained despite fup attempts (case closed). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed approximately 8 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-mar-2017: no further information was obtained despite fup attempts (case closed). Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed approximately 8 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. This case was reported with limited information. Consumer´s medical history and concurrent conditions were not mentioned. Given the nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information could be obtained.